Event description:
Reportable based on analysis completed on (B)(4) 2014 it was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The 95% stenosed target lesion was located in the mildly calcified right coronary artery (rca). The rca was engaged with a 3.5 jr guide catheter. A non bsc guide wire crossed the lesion. Predilatation was performed with a 1.25x8mm, a 1.5x12, and a 2x9,15mm balloon catheters. Then the 28mm x 2.25mm taxus¿ element¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion despite the serial dilatations. The physician repeated pre-dilatation using a 2x9,15mm balloon catheter and made another attempt to advance the 28mm x 2.25mm taxus¿ element¿ stent; however, the stent continued to be unable to cross the lesion. The procedure was discontinued and medical management was recommended for the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 210mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).